Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was completed using manual ventilation and there was no patient injury reported

Manufacturer narrative:
A dispatched fse was checking the log files on-site and could confirm the reported issue of ventilator failure. The technician retraced the event to problems with the ventilator motor which was replaced, consequently. Evaluation of the motor in the manufacturer's lab resulted in the finding that there were several positions where the motor did not provide mechanic power due to an abraded collector disc. Since the motor speed is being monitored continuously, the speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent which enabled the user to finish the particular procedure. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The repair exchange has fully solved the device problem. The motor is designed for a lifetime of 10 years at standard use conditions. The respective unit was produced in 2008. According to the logged operation hours the motor was run for 111% of the expected service life in a shorter period of time which can be considered well-acceptable.

Event description:
Refer to initial MFR. Report #9611500-2017-00118.